Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was retuned to animas. There is no investigation necessary. Cartridges with lot # b201582 were confirmed to be defective. When tested, fluid was observed leaking form the plunger end of the cartridge.

Event description:
The pt reported that she discovered two or three cartridges that leaked during use. She said that they were all from the same box, they leaked after two days of use, and they leaked from the plunger end of the cartridge. The pt stated that she noticed moisture in the cartridge compartment when she removed the old cartridges. She denied blood glucose excursions caused by this issue. The pt reported that the cartridges were not expired. The plunger was properly aligned, the cartridges were not reused, they were stored at room temperature, and they were cycled correctly. She noted that she used five or six cartridges from the same box that did not leak.